Event description:
The user facility reported that during a trans-urethral resection procedure (turp), there was no image on the screen, a test image appeared for a short time, then the message ¿please wait transferring data¿ appeared on the monitor, then the screen turned black. The procedure duration was extended due to the issue, but the procedure was completed using another camera. Due to the delay, the patient required extended anesthesia. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. During the device inspection and testing, no image was displayed when the device was connected to a video processor. The reported image issue was confirmed and found to be due to a defective camera cable. However, there was no visible damage to the cable. Service found that due to the image issue, the white balance could not be adjusted properly, resulting in an e311 error code being displayed during testing. Additionally, a cut was observed on the cable sheath resulting in air leakage. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.